Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.

Event description:
Additional information received indicated the patient presented in clinic to have their bluetooth (ble) telemetry enabled via interrogation of the implantable cardioverter defibrillator (ICD). There were no reported adverse effects to the patient.